Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the head piece was defective, likely indicating the head piece no longer supports weight. No model or serial numbers were provided and there is no reported patient involvement or adverse consequences.